Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refn3342 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that staff flushed line and tried to draw back blood and were unable to. Line was removed and fracture in line noticed. Medical intervention: yes; PICC was removed. Safety issue: yes; blood was not able to be drawn back thus patency was affected. Other actions taken: yes; PICC removed immediately. Additional information: staff advise line appeared to be flushing well in the preceding 4 days, but not able to bleed back. On gently withdrawing the line 12 cm from insertion point at skin in a stepped process, it was noted the damaged portion of the line which had been inside the vessel, was almost transected. Line was inserted (B)(6) 2022. External measures 7cm + 10cm to the hub. Total 46cm.

Event description:
It was reported that staff flushed line and tried to draw back blood and were unable to. Line was removed and fracture in line noticed. Medical intervention: yes; PICC was removed. Safety issue: yes; blood was not able to be drawn back thus patency was affected other actions taken: yes; PICC removed immediately. Additional information: staff advise line appeared to be flushing well in the preceding 4 days, but not able to bleed back. On gently withdrawing the line 12 cm from insertion point at skin in a stepped process, it was noted the damaged portion of the line which had been inside the vessel, was almost transected. Line was inserted (B)(6) 2022. External measures 7cm + 10cm to the hub. Total 46cm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 11cm and 12cm depth markings. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear. ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11.